Manufacturer narrative:
Siderail release handle.

Event description:
It was reported by service report that the foot-end lift was stuck in an elevated position and siderail was stuck down. No pt involvement or adverse consequences are reported.